Event description:
Rupture of the megaprosthesis without trauma [customer].

Event description:
Rupture of the megaprosthesis without trauma [customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed. The implant had a standing time of over 20 years [implantation date: (B)(6) 2001], which is generally considered to be an acceptable product standing time, for this reason this incident was classified as non-serious and non-reportable.